Event description:
Pca indicates upstream occlusion after demand dose pushed. Pt indicated has been occurring since pca started. Tubing changed out after pump troubleshooting failed to correct problem. Nurse questioning if defective tubing the problem as pump worked after changing the tubing.